Event description:
Boston scientific received information that this right atrial lead had dislodged. The patient also noted some diaphragmatic stimulation due to the dislodgement. The lead was explanted and replaced with no adverse patient effects were reported.